Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 5094549.

Event description:
It was reported that the patients lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned due to facility policy.